Event description:
Arterial line alarm sounded and staff found the site still taped securely but bleeding profusely. When the site was exposed the tubing and hub of the catheter were still secured but tip of the catheter was not visable. Pt had to return to or for surgical removal of a piece of plastic arterial catheter from left radial artery. During normal monitoring use of catheter, catheter dislodged from hub and was unable to be retrieved from insertion side. After investigation of incident, could not determine actual lot # of catheter, since it has been inserted the previous day and packaging was not available. Drawer where stock is stowed revealed three different lot #'s of remaining like catheters. Pt recovering with no further impairments.